Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 231 patients who had the watchman gen 2.5 or flx implanted in the left atrial appendage (laa) from january 26, 2017, to november 23, 2021. All patients had cardiac computed tomography angiography (cta) used for the pre-procedural planning. All procedures were performed with intracardiac echocardiography. Of the 231 patients, 3 patients experienced a pericardial effusion, 1 device related thrombus (drt), and peri device leak (pdl) was noted in 6 patients during follow up. Out of the six cases of pdls 3 were less than 2mm, 3 were less than 5mm in size, and there were no cases with pdl greater than 5 mm. There were 10 cases of cerebral embolism, 2 cases of systemic embolism, 17 cases of major bleeding, and 31 cases of minor bleeding. Six patients were lost for follow up.

Manufacturer narrative:
Estimated as 10/03/2023 as the published date for the article is noted as 03 october 2023. Literature citation: rana ma, yoon s, dallan lap, et al. (2024) midterm follow-up after computed tomography angiography planned left atrial appendage closure. Catheter cardiovasc interv. 103(1):129-136. Doi:10.1002/ccd.30843.